Event description:
It was reported that the defibrillator experienced a power supply failure. There was reportedly no patient involvement.

Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 01june2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty power pca and processor pca. The power pca and processor pca were replaced to return the device to working condition. As multiple components were needed to resolve the noted failure, a definitive cause for the issue could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.